Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported during surgery two drill bits broke in the patient. X-ray did not reveal any fragments or pieces of the drill bits. Surgery was prolonged approximately 5 minutes and completed with no complications. It is unknown if all broken off fragments were retrieved. This is report 2 of 2 for (B)(4).